Event description:
It was reported that after prepping the intra-aortic balloon (iab) per instruction, the md began inserting the catheter through the sheath which was inserted to the patient's femoral artery. According to the md there was approximately three more inches of the balloon membrane still not inserted through the sheath and blood started squirting out at the area where the membrane appeared to be attached to the catheter. This had never happened before. The md is very skilled and has used our iab catheters a lot. As a result of this event, the md removed the iab from the sheath and inserted a second iab-s840c over the same spring wire guide and through the same sheath without incident. There was no reported patient death, injury or complications. The patient outcome is great.

Manufacturer narrative:
(B)(4).